Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas) serial number (B)(6) and the reported multi-system organ failure and retroperitoneal bleeding could not be conclusively determined. (B)(6) was not returned for evaluation. The heartmate ii lvas IFU lists organ failure, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired due to retroperitoneal bleed, and multi-system organ failure. It was reported the device operated as intended. The device will not be returned for evaluation.